Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported unknown side "rupture." The device has been explanted .

Event description:
Later healthcare professional reported "ruptured" and "nipple was necrotic". This record is for left side. The device was explanted .

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, a6, b5, d6a, d6b, h6.

Manufacturer narrative:
The event of "wound dehiscence and visibility/palpability" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: wound dehiscence and visibility/palpability. Additional, changed, and/or corrected data: b.5., d.4., h.6., h.11.

Event description:
Healthcare professional reported "rupture." Later healthcare professional reported "ruptured" and "nipple was necrotic". Later healthcare professional reported "wound dehiscence" and "disfigured the shape of the breast". This record is for left side. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6., h.6.

Event description:
Sales representative reported "rupture." Later healthcare professional reported "ruptured" and "nipple was necrotic". Later healthcare professional reported "wound dehiscense" and "disfigured the shape of the breast". Later helathcare professional reported "calcifications in non-neoplastic tissue" and "ulceration". Later helathcare professional reported "focal granulation tissue". This record is for left side. The device was explanted.